Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer tried multiple charging solutions without success, including using various cables and adapters. Tandem technical support decided to send a replacement pump, instructing the customer on next steps and advising them to return the defective pump within 10 days. The customer was also informed to consult their healthcare provider regarding backup insulin therapy if needed.